Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
When the scrub sr was prepping the balloon mounted stent, the stent dislodged from the balloon, the balloon was never inserted into the pt and no harm was done to the pt as the surgeon noticed the stent was loose when the scrub sr handed the device to him.

Manufacturer narrative:
¿When the scrub sr was prepping the balloon mounted stent, the stent dislodged from the balloon, the balloon was never inserted into the patient and no harm was done to the patient as the surgeon noticed the stent was loose when the scrub sr handed the device to him.¿. Upon opening the returned device it was clear that the stent was still in the crimped position on the balloon and the balloon had been completely separated from the catheter shaft. This does not match the description in any way from the details provided with the complaint. The folded balloon with the stent still crimped in position on the balloon had been separated from the catheter shaft at the end of the proximal balloon bond. The balloon showed no signs of fluid or contrast within the balloon cones nor did the catheter shaft. This indicates that the balloon had not been prepped per the instructions for use. If the catheter had been prepped properly fluid would have been seen in the balloon and catheter shaft. There were no signs that the balloon entered the patient or introducer sheath. The area of separation at the proximal balloon bond had been necked down to a smaller diameter due to the force applied at some point after the device was removed from the packaging. The diameter of a proximal balloon bond after being thermally welded is approximately .061¿ in diameter. The bond diameter at the area of the break was approximately .038¿ in diameter. This smaller diameter is indicative of a bond that has been stretched until ultimate break of the bond. A review of the proximal balloon bond tensile force data collected during the quality performance testing that every lot of catheters manufactured is subjected to be reviewed to ensure the minimum specification for proximal bond tensile force was met. The review shows that 20 units were proximal balloon bond tensile tested from this catheter lot and the minimum tensile break force recorded was 25.08 newtons (n). The minimum allowable break tensile force as specified in the advanta v12 otw vascular covered stent product 15 n. The minimum break force seen from this production lot exceeds this requirement by 10 n. The shaft breakage cause is unknown as the product is packaged by an operator who would have noticed that the balloon was not connected to the shaft. There is no tensile loading of the catheter upon removal from the package. Conclusion: the shaft breakage cause is unknown as the product is packaged by an operator who would have noticed that the balloon was not connected to the shaft. There is no tensile loading of the catheter upon removal from the packaging. Being that the description of the returned device was that the stent was no longer on the balloon right out of the box does not match the returned product whereas the balloon was completely separated from the shaft, a root cause is difficult to determine. The advanta v12 certainly did not get packaged with the component separated. One possible cause could be that the scrub sr mistakenly tried to remove the stent off the balloon thinking it was a stent protector but this cannot be confirmed. The stent was securely in position on the returned product.